Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) results. Vanc assay calibration at the time the event was reported was within conformance. Vanc quality control (qc) samples successfully recovered within the customer established qc reference ranges before and after the observed flagged vanc results. Per the dimension vista operator's guide, the customer should not report results which prompt an abnormal assay flag. The customer should adhere to troubleshooting directions listed within the operator's guide which includes reprocessing the sample and processing quality control material to verify assay accuracy. After reporting of the issue to siemens healthcare diagnostics, the customer care center (ccc) discussed the appropriate action plan if a customer observes an abnormal assay result flag. Based on the evidence provided, hsc has attributed the reporting of the discordant vanc results to user error. There is no product non-conformance. The event was isolated to a singular patient. The dimension vista instrument operated as intended and the dimension vista instrument is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant vancomycin (vanc) results were obtained on a patient sample on the dimension vista 500 system. An abnormal assay flagged result was reported to the physician(s). The same sample was repeated on an alternate vista instrument and abnormal assay flagged results were also obtained. There are no reports of patient intervention or adverse health consequences due to the discordant vanc results.